Event description:
On (B)(6), 2011, the lay user/patient contacted lifescan (lfs) alleging her onetouch ultra2 meter was displaying an error 5 message. Per the onetouch ultra2 user guide, this means the meter has detected a problem with the test strip. Possible causes are test strip damage or an incompletely filled confirmation window. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The following complaint was classified based on information obtained from lifescan customer service. The patient claimed the alleged issue began on (B)(6), 2011, at approximately 7:30am prior to contacting lfs for assistance. The patient reportedly manages her diabetes through insulin pump therapy and she denied taking any action regarding her usual diabetes management routine in response to the alleged issue. The patient claimed that approximately 2 hours later, she began feeling "tired and thirsty" and despite her symptoms she denied that received any form of medical treatment. It would have been helpful to know if the patient did not take her insulin at her normal time in response to not being able to test. At the time of troubleshooting, the cca noted that the subject meter was not being used for the first time and the correct testing process was being followed. The test strips were reportedly unexpired and stored correctly. The cca noted that the sample did draw completely into the test strip. The issue remained unresolved and replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Follow-up # 1 (11/18/2011)-device evaluation: the meter involved with this complaint has been returned and evaluated by product analysis on (b)(6, 2011 with the following findings: the meter involved with this complaint failed testing. The meter was found to have spc pin 2 lifted high. The test strips were also returned. However, testing was not performed since the alleged issue pertains to a meter issue only. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has received the subject meter for evaluation on (B)(4) 2011 and testing has not yet begun. Lfs will evaluate it and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k053529.